Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. The customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.